Event description:
It was reported that the asymptomatic patient presented the right ventricular lead was capped and replaced on (B)(6) 2017. It was reported that the lead exhibited chronic high capture threshold and sensing anomaly. The patient was stable before, during and after the procedure, and would continue to be monitored.